Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 became hypotensive and nonpulsatile, and experienced persistent ventricular tachycardia. The patient was defibrillated. Three days later, the patient developed a hematoma at the access site. It started to occur overnight since the patient had gotten up and moved for the first time. The medical team was made aware. The patient is in stable condition.

Manufacturer narrative:
Investigation summary: no product was returned for investigation. Asae/hematoma: clinical states hematoma present at the incision site and rn stated it started to occur overnight since the patient had gotten up and moved for the first time. The cause of the access site adverse event is use related due to patient movement because the bleeding started to occur overnight after the patient had gotten up and moved for the first time. Ventricular tachycardia/arrhythmia: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hypotension: the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1976112. Device history batch: subcomponent lot: n/a. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
B5 additional information was received and d6 updated.

Event description:
Additional information was received stating that the patient was explanted.

Event description:
Clinical rationale: an impella 5.5 was surgically implanted via the right axillary artery in a 45-year-old male patient with cardiomyopathy. The patient¿s comorbidities included coronary artery disease (cad), prior right coronary artery (rca) stenosis, prior cerebrovascular accident (cva) with thrombectomy, atrial arrhythmias, sick sinus syndrome (sss) with pacemaker, peripheral artery disease (pad), prior deep vein thrombosis (dvt), obstructive sleep apnea (osa), and hyperhomocysteinemia. The patient¿s clinical state prior to initiation of support was scai stage d shock. Implantation was completed uneventfully with fluoroscopic and transesophageal echocardiogram (tee) confirmation of appropriate positioning, advancement across the valve, and stable flows at p6. During support, multiple failure modes were reported, including hemoptysis with fever and CT findings showing a small non-occlusive pulmonary embolism with pulmonary hemorrhage vs. Infarct while the patient was simultaneously being evaluated for hit; ECMO was noted as a contributing factor, and the device was not removed. A separate event involved persistent ventricular tachycardia with hypotension, requiring defibrillation; imaging confirmed appropriate pump placement and cardioversion was performed. Another reported event was a hematoma at the surgical incision site, observed after the patient moved for the first time; the patient remained stable and all associated products were requested for return. Across all events, device-outcome involvement was reported as unknown or not involved, and no device removal occurred. Upon device explant, the patient survived. Based on the available information, the reported events¿including hemoptysis with small pe, ventricular tachycardia requiring cardioversion, hypotension, and hematoma¿appear more consistent with the patient¿s underlying critical illness, comorbidities, anticoagulation status, use of ECMO, and postoperative mobility rather than an impella¿5.5 device malfunction. Current findings indicate that the device functioned as intended throughout support, and no evidence of structural or performance failure has been identified.

Manufacturer narrative:
Additional information received b5. Added additional codes based on updated information.

Event description:
The patient experienced hemoptysis and fever overnight. The patient was taken to CT to look for potential pancreatitis or source of bleeding. A small right non-occlusive pulmonary embolism (pe) was seen with pulmonary hemorrhage vs. Infarction. The patient was also being worked up for potential heparin-induced thrombocytopenia. There were no pf4 results yet. The impella device was explanted from the patient.

Manufacturer narrative:
Additional information received b5. Added additional codes based on updated information. H6. Health effect - clinical code. Correction to b5: the impella device was explanted from the patient.

Manufacturer narrative:
H6: e030202 was reported in error and omitted.